Manufacturer narrative:
Testing and investigation could not confirm the reported complaint. The device passed performance verification testing and short and long term accuracy tests within product specification. No self-delivery observed throughout the testing period. The unit was receuved without a patient pendant cable. The backlight was noted to flicker, this is usually related to the cpu/display pwa which is not related to the event. The frequency of death or serious injury reports for code 102 (overdelivery for lifecare pca products is <1.99/million sets.